Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and attributed the malfunction to the customers cf card with 16gb capacity not being compatible with the device. The r series device will only operate properly with cf cards less than or equal to 256mb capacity. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.